Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that when the coil was advanced in the microcatheter, the coil got stuck and was detached prematurely. The coil was retrieved along with the microcatheter. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned protruding from a non-stryker microcatheter and the delivery wire or introducer sheath were not returned. Visual inspection of the device revealed that there was procedural fluid on the coil. The main coil was found to be stretched and prematurely detached (physical break at detachment zone) . Functional testing could not be performed due to the damaged condition of the returned coil. The reported event of the coil premature detachment was able to be confirmed based on the information available and analysis of the device. The device was confirmed to be in good condition prior to use. Information available indicated that an incompatible microcatheter was used which can lead to buckling of the coil during advancement. As per the dfu "target detachable coils are compatible with stryker neurovascular 2-tip marker microcatheters (min. Internal diameter 0.41 mm [0.016 in], max. Internal diameter 0.48 mm [0.019 in])". Based on the information available, an assignable cause of use error was assigned to this event.

Event description:
It was reported that when the coil was advanced in the microcatheter, the coil got stuck and was detached prematurely. The coil was retrieved along with the microcatheter. There were no reported clinical consequences to the patient.